Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell and others, red particles in the shell and underweight. A microscopic analysis was performed which identified a broken sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports right side rupture. The device has been explanted and replaced.